Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The heavily calcified lesion was located in the right coronary artery (rca). The vessel was not predilated. While advancing the taxus express2 2.75x16mm drug eluting stent, the body of the catheter bent. When the catheter had been removed from the pt, it broke at the section that had the bend. The broken stent delivery system was exchanged for another taxus stent to complete the procedure. No pt complications occurred.